Manufacturer narrative:
Tw: (B)(4). The device was returned to the factory for evaluation on 03/04/2025. An investigation was conducted on 3/18/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed. No additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot#: 3000447195 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported and analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported during the procedure that the vasoview hemopro 2 silicone split on forceps. There was no resistance noted while inserting the harvesting tool into the cannula. There were no components of the device (metal / silicone) that detached into the havesting tunnel / inside the patient. A replacement device was used to complete the procedure. There was no procedural delay. There was no patient harm/effects reported.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.